Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly patient developed post-op wound infection. Patient did not have an ongoing infection prior to surgery, no pre-implant cultures were positive. Infection detected (B)(6) 2013. Patient was treated with antibiotics and is currently doing well - no signs of infection.

Manufacturer narrative:
Conclusion: no failure detected. Product not returned for evaluation.